Event description:
Si joint fusion was performed (B)(6) 2015 which initially resolved the patient's pain symptoms. Some time after surgery, the patient began experiencing posterior pain in her buttock. The patient's symptoms were most noticeable when walking for a long duration. The surgeon informed the patient that the secondary implant was sticking out posteriorly from the iliac wing toward the sacrum and recommended removal. The patient was seen by a second surgeon who indicated the pain was located at the location of the secondary implant, which was not embedded in bone based on CT review. The second surgeon confirmed there was not good placement of the implant and decided to remove it. During the revision procedure, the surgeon confirmed the primary implant had bone growth (fusion) and left it in place.